Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a big scratch and the display was hard to read. The customer's blood glucose level was 220 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The pump was received with missing segments due to cracked and bleeding lcd glass. Also, the pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the reservoir tube window corner, cracked lcd window and cracked battery tube threads.